Event description:
It was reported that during self test printer may not have printed. Also message on did not say energy delivered. There was no pt use associated with the reported event.

Manufacturer narrative:
The customer reported the following to physio-control: the customer evaluated the device and replaced the paddle assembly. After replacing the paddle assembly, proper device operation was observed.